Event description:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation; although the root cause could not be determined, it is likely that the issue was caused by a defect of the image sensor, a failure of the internal board of the video connector unit or the system. Additional information added from initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, tip air leaking, up/down plate air leak, bending section scratched, bending section adhesive chipped, angle lock engagement lever malfunction and image disappearance occurs when operating the right/left direction angle. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, on an endoeye flex deflectable videoscope for image disappearing during angle operation. There was no report of patient harm or user injury associated with this event.